Event description:
It was reported that a malfunction alarm occurred. There was no information provided about any adverse impact on the customer¿s blood glucose level. Technical support assisted the customer by providing instructions to reset the pump, and the malfunction did not recur after the reset.